Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs # 1225714-2013-03669, 1225714-2013-03670, 1225714-2013-03671 and 1225714-2013-03672.